Event description:
It was reported that the patient has poor speech understanding despite working intensively with an 'at home rehab' programme. The patient is starting to show signs of depression because he can no longer participate in conversation. The patient has electrode channels 1-7 active, but electrode channels 8-12 are turned off due to hi channels, no sound percept or painful sensations. The patient is also experiencing great fluctuations in loudness.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.